Event description:
Micro bubbles in line, very foamy. Unable clear microbubbles. Continued to create foamy bubbles on venous side of dialyzer. Had to waste system with patient blood in lines. Microbubbles were approx. 6 inches from entering patient line before machine alarmed to notify of micro bubbles. Other devices: fresenius bloodline set av online plus bvm 5008r betas (code: f00000385-20, lot# f1yc061). Note: facility does not believe that the filter was the cause of the issue, therefore the sample was shipped to fresenius because it was still attached to the bloodlines, staff was unable to separate the dialyzer from the bloodline set.